Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2000 ohms. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.